Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the lure connector on the ilet infusion set broke into two pieces, with one piece remaining attached to the cartridge in the pump and the other remaining on the tubing; the user removed both pieces, replaced supplies, and continued normal operation with an unaffected blood glucose of 133 mg/dl. Symptoms included no reported clinical effects. Outcomes included no injury and no medical intervention or hospitalization. Investigation included receipt of the returned connector for evaluation. Investigation of this case revealed a cracked connector consistent with a component break of the infusion set connection hardware. It was concluded, based on previously established findings for similar reports, that the cause was a component failure consistent with mechanical breakage.